Event description:
The customer reported that there was a battery issue. A review of the device log during testing showed the n56 (replace battery) messages. The device gave a replace battery alarm upon power up during the self-test with the battery icon empty. The device was again powered up on ac power and the change battery soft key was pressed and the device passed testing on dc power. The complaint was confirmed and the probable cause for the n56 was a defective battery due to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.